Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An internal/external inspection was performed and the device passed. Functional testing, electrical testing, current leakage testing, and impedance testing was performed. The reported condition was verified. The inspection showed that the pump was defective. The results of the evaluation revealed the cause of the failure to be the defective pump. The pump was to be scrapped and the device was sent for servicing. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.